Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device had a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during our testing.

Event description:
The customer's son reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.